Event description:
The patient was admitted with respiratory failure and was randomized into the arise trial (early goal directed therapy). The patient was transferred to the ICU same day and was prepped for a presep cvc insertion. There was some difficulty with the insertion and the wire could not be withdrawn. The top of the wire was then cut and the wire was removed from the patient. Subsequently, the presep cvc was then inserted with a new guidewire without further incident. The doctor felt that the wire had kinked in the vessel. The wire had also unraveled but this was after it had been cut. There were no adverse events that had concerned to the patient.

Manufacturer narrative:
One presep triple lumen 20cm catheter was received for evaluation with a 0.032" guidewire without the packaging. The guidewire appeared to have been cut on the straight tip end and the outer coil wire has uncoiled in this area; 4.7cm of the wire was not returned. There are also two kinks in the guidewire, the first is just proximal of the "j" tip and the second is 5mm distal of the 20cm marker. Examination of the catheter body, extension tubes and hubs found no abnormalities. Leak testing found all through lumens patent and without leakage. A lab sample 0.032" guidewire was passed tip to hub and hub to tip smoothly, with no abnormal resistance noted. Although we have confirmed the product damage reported, there was no evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests that some clinical factors may have contributed to this event. No actions will be taken at this time. A device record review was completed and documented that the device met specification upon distribution.